Event description:
Baxter service personnel reported an infusor with a surface cut on the delivery tubing. This condition occurred during and after fill during evaluation. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination of the unit confirmed a surface cut on the delivery tubing. A leak test was performed on the unit by filling the bladder with green water. During and after fill, leakage was noted on the delivery tubing due to a surface cut. No evidence of leakage was detected inside the housing. The root cause was not identified. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The incorrect manufacturing date was included in the initial medwatch.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.